Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. This device is scheduled for explant. No additional adverse patient effects were reported.